Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility clinic manager reported during hemodialysis (hd) treatment the venous chamber cracked while the patient was dialyzing. Additional information was requested.

Event description:
A user facility clinic manager reported during hemodialysis (hd) treatment the venous chamber cracked 2.5 hours into treatment while the patient was dialyzing. It was reported the machine alarmed because the transducer got wet, prompting the patient care technician to investigate. The cause of the crack was unknown, as there were not indications of high pressure in the venous chamber and the patient dialyzed for 2.5 hours without any problems. The estimated blood loss (ebl) was 25cc from the venous chamber and 250cc from dialyzer and venous extracorporeal line, as blood was not return as a safeguard measure. No medical intervention was needed for the patient. The patient did not finish her treatment, as the time left was 30 minutes on the machine. The hd patient was not connected to another machine. The sample was discarded.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility clinic manager reported during hemodialysis (hd) treatment the venous chamber cracked 2.5 hours into treatment while the patient was dialyzing. The crack was reportedly on the top cap of venous chamber connecting to arterial lines. It was reported the machine alarmed because the transducer got wet, prompting the patient care technician (pct) to investigate. The alarm that sounded was the tmp alarm that prompted the pct to investigate, and no venous or arterial alarm was noted. There was no air in the chamber, and the transducer got wet but it had the protector, so no blood got inside the machine as the protector was dry to the machine side. The wetness was limited to bloodlines. The cause of the crack was unknown, as there were not indications of high pressure in the venous chamber and the patient dialyzed for 2.5 hours without any problems. The estimated blood loss (ebl) was 25cc from the venous chamber and 250cc from dialyzer and venous extracorporeal line, as blood was not return as a safeguard measure. No medical intervention was needed for the patient. The patient did not finish her treatment, as the time left was 30 minutes on the machine. The hd patient was not connected to another machine. The machine was not pulled for service as the machine was not compromised, and it was reported the machine had not had any issues before or after. The sample was discarded.

Event description:
A user facility clinic manager reported during hemodialysis (hd) treatment the venous chamber cracked 2.5 hours into treatment while the patient was dialyzing. The crack was reportedly on the top cap of venous chamber connecting to arterial lines. It was reported the machine alarmed because the transducer got wet, prompting the patient care technician (pct) to investigate. The alarm that sounded was the tmp alarm that prompted the pct to investigate, and no venous or arterial alarm was noted. There was no air in the chamber, and the transducer got wet but it had the protector, so no blood got inside the machine as the protector was dry to the machine side. The wetness was limited to bloodlines. The cause of the crack was unknown, as there were not indications of high pressure in the venous chamber and the patient dialyzed for 2.5 hours without any problems. The estimated blood loss (ebl) was 25cc from the venous chamber and 250cc from dialyzer and venous extracorporeal line, as blood was not return as a safeguard measure. No medical intervention was needed for the patient. The patient did not finish her treatment, as the time left was 30 minutes on the machine. The hd patient was not connected to another machine. The machine was not pulled for service as the machine was not compromised, and it was reported the machine had not had any issues before or after. The sample was discarded.